Event description:
Physician reported left side capsular contracture baker grade IV, shell buckle, and implant malposition. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV and shell buckle. Device has been explanted and replaced.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare profession reported left side capsular contracture baker grade iii. Device remains implanted.